Manufacturer narrative:
Additional information received; it was reported the sponsor assessed the event as related to the device but not related to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted for the endovascular treatment of a 50 mm diameter descending thoracic aortic aneurysm and type b aortic dissection. Proximal length of non-aneurysm aortic neck was 100 mm with parallel sides, distal length of non-aneurysm aortic neck was 50 mm with parallel sides, proximal diameter of non-aneurysm aortic neck was 30 mm, distal diameter of non-aneurysmal aortic neck was 25 mm, the minimum diameter of the main access vessel was 8 mm, smallest diameter of true lumen was 19 mm, and the maximum aortic diameter at the level of the smallest diameter of true lumen was 40 mm. It was reported that the follow-up CT showed there was thrombosis with hepatic and splenic embolism. The investigator assessed the event as anatomy, device and procedure related. The patient had a diagnostic procedure and medication. The event was found to have successfully resolved. No additional clinical sequelae were reported and the patient is fine.